Event description:
Received information stating patient was experiencing high bg's (600 mg/dl). Patient is not on pump and has switched to mdi.

Manufacturer narrative:
No product has been returned for evaluation. Patient did not want to troubleshoot with tandem's technical support specialists. Should new information become available a follow up MDR will be submitted.